Manufacturer narrative:
Concomitant medical devices: 694265, lead, implanted: (B)(6) 1999; dtma1q1 crt-d, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) system was explanted due to pocket erosion with one of the leads protruding out of the pocket. It was further noted that the patient had developed an infection at the site of the device. No further patient complications have been reported as a result of this event.